Event description:
It was reported that hole in the device occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 35, 90cm rubicon 35 was selected for use. During the procedure. The device became kinked, and the guidewire exited through a hole at the kinked segment. No troubleshooting steps were performed, and the device was replaced with a new catheter to complete the procedure. No patient complications were reported, and the patient fully recovered as a result of this event.